Manufacturer narrative:
B4: 24sep2021. The patient was swapped to a different device. There was no patient harm, injury, or intervention reported. It was reported to philips that the device was not reading the tidal volume. The manufacturer's product support engineer (pse) evaluated the incident, and the pse performed pre-op checks, run-in, and air delivery and flow accuracy tests. No problem found. No error code log in history. Performed performance verification, and it passed.

Event description:
It was reported to philips that the device was not reading the tidal volume. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.